Manufacturer narrative:
Date rec'd by MFR: 06nov2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported primary alarm failed, and speaker test failed issue. The manufacturer¿s field service engineer (fse) remotely indicated the (mc) motor controller speaker failed. The customer requested part for mc speaker. The fse remotely provided the part for the speaker assembly. The customer indicated the issue was resolved, and unit is back in service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
The customer reported the primary alarm failed, and speaker test failed. There was patient involvement, but no one was harmed.